Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Call came through technical services, dealer states chair slows down, speeds up intermittently.